Manufacturer narrative:
The device was received and evaluation was completed. The service history record review was completed and revealed no findings that could have directly contributed to the current complaint. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced during the device evaluation as the 1, 4, 7 and 2nd soft key were found to be inoperable. The device was determined to not meet all product specifications related to the reported event. The reported condition was verified. The cause was determined to be a failing keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: event date was reported to be 2017. The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had inoperable number keys (#1, #4, and #7) on the keypad. There was no patient involvement associated with this event. No additional information is available.